Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. Reportedly, the patient had a history of recurring acute pancreatitis. According to the complainant, during the procedure, the stent was successfully deployed. However, when the physician attempted to remove the delivery system through the stent, resistance was felt. When the delivery system was completely removed, the distal inner catheter of the delivery system had detached and was seen inside the lumen of the stent. The detached piece was removed with an extraction clamp. Reportedly, the stent was intact and the procedure was completed with this axios stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2018. Reportedly, the patient had a history of recurring acute pancreatitis. According to the complainant, during the procedure, the stent was successfully deployed. However, when the physician attempted to remove the delivery system through the stent, resistance was felt. When the delivery system was completely removed, the distal inner catheter of the delivery system had detached and was seen inside the lumen of the stent. The detached piece was removed with an extraction clamp. Reportedly, the stent was intact and the procedure was completed with this axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: a hot axios stent and delivery system was returned for analysis. A visual examination of the device noted that the stent was not returned. The stent deployment hub was at step #4, the catheter hub was in its original position, and the catheter lock was unlocked. No damage was noted to the nose cone or outer sheath. The polyimide tubing was detached from the inner components and kinks in the polyimide tubing were observed. A functional evaluation was performed, and the catheter hub advanced and retracted without resistance. The stent deployment hub was also able to be moved without resistance. The observed damage to the returned device is consistent with excessive force being applied to the device. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can produce length-wise compression (shortening) of the catheter as it is advanced through the working channel and conversely, extension (lengthening) when the catheter is retracted. A severe manipulation, as well as interaction between the outer and the elevator, may have generated the inner shaft detachment reported. However, it is unknown what was the position of the elevator while introducing the hot axios delivery system into the scope. The noted damages indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.